Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Upon following up with the patient to understand the reason/cause for what led to the "good" recharge quality and ins sticking out, they stated "I don't know why the charging change. The implant has always been sticking out. It is not flat". When asked about the steps taken to resolve the issue, they stated " a new charger ". When asked if the issue is resolved, they responded as "no change no plans". In the letter, patient wrote " I have had 2 new chargers. The first one was broken. The new one worked fine from the first. I do not know why the charger just changed to charging to the good quality. When I got the new charger to seemed like it was not ready to use. The first was one after 2 days with visiting with your people and making some changes, the 3rd day they promised to call back. That afternoon but I have not heard anything. Seems to be working ok. As for implant it was like this from beginning.".

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the patient was recharging the implantable neurostimulator (ins) and the controller went blank and when the pt pressed a button or two the controller displayed software problem 1.intellis 2.3.6 3.58 4.qf_new. During the call, the pt verified no damage to the controller charging port or to the recharger (rtm). Pt reset the controller and when they attempted to recharge the ins they got recharging excellent. The troubleshooting steps that were taken on the call resolved the issue.  Additional information was received from a patient (pt). It was reported that  the 'same issue' is still occurring. Patient stated that about 3 days ago they started having issues charging their implanted neurostimulator. Patient stated that the controller screen would go blank and they couldn't get the implanted neurostimulator to charge past 40%. Patient said that they reset the controller, but that didn't resolve the issue. Patient then said that today the controller displayed a message that said battery low, replace the controller battery soon. Agent had the patient remove the battery pack from the controller and inspect the controller port; patient noted that they could only see one set of pins at a time. Patient confirmed that there was no apparent damage to the controller charging port. Patient attempted to start a charging session of their implanted device, and was able to start charging with excellent charging quality. Patient mentioned the charge quality was often at good or just stated no quality at all, only recharging. The issue was not resolved. A replacement controller was sent out. No symptoms were reported.  Additional information was received from a patient (pt). It was reported that the patient called back twice regarding pairing the controller to the implant. Patient stated they are getting message software problem intellis, 3.6, 245, ens interface. Patient mentioned the back door on the controller is not closing. Agent reviewed to switch the back door on the controller. Agent assisted patient with resetting the controller and controller correct the language to english. Controller showed ins 30% and controller 100% charged. Patient started charging session and getting recharging excellent. Agent reviewed device is functioning as intended. Pt called back stating she again is seeing software problem cannot continue. Agent walked pt through resetting equipment and after reset confirmed working as intended. Pt was not able to finish pairing however was charging and seeing good. Pt will call if further questions on pairing. Pt mentioned her ins sticks out and has been that way the whole time when agent tried to get clarification on if the implantable neurostimulator (ins)  is dead and could not gather this information. Agent made outbound call to see whether the equipment was charging normally with no answer.